Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, a dim and discolored display screen was found. A test screen was installed and displayed normal. Unrelated to the display issue, the keypad cover was torn over the down arrow button exposing the contact. The down arrow keypad button was unresponsive during testing; all other keypad buttons responded appropriately. Evidence of contamination was found under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.